Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent a right hip revision approximately 5 yeas post implantation due to pain & tibia loosening. The tibial, femoral, articular surface components and bone cement were all removed. No additional information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: lot number: unknown. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Radiographs indicated radiolucent lines around medial tibial and proximal tibia concern for potential loosening. Medical records identified the following: history of pain, difficulty ambulating and recent revision of left knee. Right tka due to tibial loosening, revised femoral and tibial components. Synovitis was significant, and synovectomy performed. Tibia component grossly loose. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: femur ref 183110 lot 598710; tibial plate ref 141232 lot j3286679; locking bar ref 141205 lot 954290; posterior stabilized liner ref 183624 lot 196620; patellar button. Ref 184762 lot 870250; biomet cobalt g-hv cement ref 402283 lot 578730 & 221710. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01164, 0001825034 - 2021 - 01165.

Event description:
It was reported the patient underwent a right hip revision approximately 5 years post implantation due to radiographic loosening of the tibia component. Attempts have been made and no further information has been provided.